Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reporter stated that the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 02/10/2015 with the following findings: the battery compartment was cracked at the bottom near the cover. The returned battery cap was worn at the coin slot. There was no evidence of short battery life observed in the device¿s black box. The battery voltages recorded were within normal specifications. The pump¿s current draws were found to be within specifications. There was no damage to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.